Event description:
It was reported that during a ptca treatment procedure, the maverick2 monorail 20/4.0 mm balloon ruptured at 6 atms on the second inflation. (The number of atms reached on the initial inflation is unknown.) The pt was asymptomatic during this event. The lesion being treated was located in the mid lad coronary artery. The physician used a 6 fr terumo introducer sheath for vascular access and a rinato guidewire and a mach1 fl3.5 guide catheter to cross the lesion. The procedure was successfully completed with the maverick2 monorail 20/4.0 mm balloon. No pt injuries or complications were reported. Pt status is reported as 'good'.